Manufacturer narrative:
Report source: medwatch number is (B)(4). (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, when the dilator was gently pulled through the skin, it detached leaving the peg tube in the stomach. It was able to be retrieved and the procedure was repeated. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure on may 7, 2022. During the procedure, when the dilator was gently pulled through the skin, it detached leaving the peg tube in the stomach. It was able to be retrieved and the procedure was repeated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g3: medwatch number is (B)(4). Block h6 (device codes): device code a0501 captures the reportable event of peg tube detached. Block h10: the returned endovive standard peg tube and rigid tubing were analyzed. The rigid tube was found cut proximal to the joint. In addition, the retrieval loop portion of the device was also returned and was noted the loop shaft had been cut proximal to the loop. The peg tube is cut to size after placement, and this cut occurs on the peg portion of the device and not the rigid tubing or loop end. The reported event was confirmed. Based on the condition of the returned device, engineers determined that the problem observed is possibly due to some cutting force. Based on a review of all available information, the cause of the reported event could not be determined. The correct device was returned. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.